Event description:
It was reported that a device "wasn't working." The reporter stated that the patient wasn't "getting any shocking at all" from the device, yet the remote showed that it was on. It was reported that the patient could "amp it clear to 10.5" and could not feel it giving her any "shocking treatment" at all like usual. It was noted that the patient had to go "up to 48 hours" without the use of her stimulation because that's how long it took the doctor to call back. It was reported that the patient "just wanted the thing to work, it was only 2.5 years old." The reporter stated that the patient had pain and experienced a shocking or jolting sensation. The patient hadn't felt stimulation since (B)(6) 2012. The patient felt a "fast/hard" shock and then stopped feeling stimulation. It was noted that the patient charged to full. The reporter stated that the patient usually got a "pretty good shock" after she turned the device on after charging. It was noted that the device was usually set between 7-8 volts during the day. The patient changed the group but the problem did not resolve. It was noted that the patient had not had any accidents or falls recently. The patient was able to use the patient programmer and the recharger to turn the device on and off. The next day, it was reported that the patient was in the process of being taken care of. There was a loss of therapeutic effect. The reporter stated that impedances were greater than 20,000 ohms. It was later reported that four reference electrodes were found "that worked" and they were turned on. The patient had coverage again and was "happy and relieved." The reporter stated that the other electrodes had an open circuit, and the reason why was unknown. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37092, lot# 239330001, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In manufacturer's report # 3004209178-2014-01405 the following information was reported: "it was reported that the patient's ins (implantable neurostimulator) "just quit working probably over a year prior to the report" after the prior problems (see manufacturer's report #3004209178-2013-00298)." Additional review indicates this information pertains to this manufacturer's report. Any additional information related to the stimulator not working will be reported in this report. It was also stated "it had gotten to where it was only working part way and so they came out and re did it. It got to working again and it lasted about a month then it completely quit." It was stated that "it shocked the living crap out of her, and then just quit working." It was noted that the ins (implantable neurostimulator" was adjusted "some time, well over a year ago."

Event description:
It was further reported that impedances showed that only 3 electrodes were working. The patient had, "leered" to have a revision and keep the battery off in the meantime. The patient was doing great at the time of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a few months back the patient had to replace the implant and leads due to wires breaking. This was done in (B)(6) 2014, where a new implantable neurostimulator (ins) and leads were placed. In 2011 and 2012 or 2013 it stopped working and the old system caused a shocking sensation. The original device only worked for 1.5 years. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37092, lot# 239330001, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: accessory. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient started experiencing intermittent shocks and increases in amplitude a little before 1.5 years prior to the report. Their implantable neurostimulator (ins) was interrogated and 8 contacts showed up as shorts. The patient was reprogrammed for therapy without the affected contacts and was able to use their therapy for a short time but the shocking became a problem again, so the patient stopped using therapy.